Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on concurrently with paravaginal defect repair, posterior colporrhaphy, and cystoscopy; due to stage ii recurrent cystocele, stage I rectocele, hesitancy, and urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation to treat stress urinary incontinence and pelvic organ prolapse. Due to groin pain, vaginal pain and nerve entrapment the patient underwent mesh removal on (B)(6) 2009. The patient also had implantation of medtronic inter stim nero stimulator in (B)(6) 2009. (B)(4).